Event description:
During the priming of the extracorporeal photopheresis (ecp) instrument, several alarms were noted. The following alarms occurred: alarm number 2 system pressure; alarm number 23 return pressure; test fail alarm number 28 occurred three times and a system pressure dome alarm. Therakos was notified and we were told to return the kit to therakos.